Event description:
It was reported that the right ventricular (rv) lead displayed undefined high defibrillation and superior vena cava (svc) impedances. It was also noted that there was a sudden rise in high voltage impedance. The lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.